Event description:
It is reported that a hair was inside the sterile plastic packaging of the implant. The surgery was completed with another implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.